Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture per mammogram.

Event description:
Healthcare professional reported left side rupture diagnosed via mammogram. Device remains implanted.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture diagnosed via mammogram. The device has been explanted, replaced, and discarded.

Event description:
Healthcare professional reported left side rupture diagnosed via mammogram. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.